Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was found that the drawers were offline due to an internet connectivity issue. The technical support specialist (tss) confirmed with the customer that a yellow triangle with an exclamation mark on the windows taskbar network icon, indicating no internet connection. The tss found in lmi/rr that the cabinet was last online. The tss assisted the customer through checking the network cable connected to the aio, and the customer confirmed it was connected to an active sonicwall datacom box. The customer also verified that the power cable connections were secure and that the connector leds were lit (solid green/blinking green). Despite these steps, the message stating that the drawers were offline continued to appear. The tss confirmed that the cabinet remained offline in rss/lmi and that the facility was not syncing in mql. The tss referenced knowledge article 'medbank: system offline or not syncing' and advised the customer to contact the local it department to restore the internet connection to the cabinet. The tss confirmed that hospital it department resolve the issue. The system functioned as intended after technical support specialist and hospital it department investigated the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer offline and cabinet failed to sync as patient was not displayed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.